Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2. H6, h11. Corrected fields: h6 (problem code, type of investigation).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had maintenance alarm and low helium level. No harm reported.

Manufacturer narrative:
Updated fields: b3, b4, d9, e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, conclusion), h11. Corrected field h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the issue was due to a number of logged errors. The fse cleared the errors and calibrated the helium level. The fse noted the safety disk replacement will be due 10/2029. Calibration of the helium level resulted in the device passing safety and functional tests and being returned to normal use.

Event description:
N/a.